Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports 3007042319-2015-02402 and 3007042319-2015-02403) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient experienced power switching from two batteries. The two batteries were removed from service. No further information obtained. Investigation is ongoing. This is report 1 of 2.

Manufacturer narrative:
Log file analysis: log file analysis did not cover the reported event, however, the available logs did not reveal any anomalies during the analyzed period. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports 3007042319-2015-02402 and 3007042319-2015-02403) submitted for devices related to the same event.